Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code (5) during testing. The device was explanted and returned for analysis.